Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image from the high-definition serial digital interface output due to a defective distribution board, and low light intensity due to a defective light-emitting diode unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event no image on hd-sdi output 2 occurred due to failure of the printed circuit board whereas it is presumed that the event low light intensity in wli mode occurred due to failure of the light-emitting diode unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.